Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Sensor was replaced and returned for evaluation. Investigation of the sensor did not reveal any malfunction and the complaint could not be duplicated during investigation. Most likely, the user got sensor suspend alert due to missed calibrations and/or multiple rejected calibrations.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where the patient experienced sensor suspend alert leading to sensor removal and replacement.